Event description:
"Screw was missing on chair that you adjust the back cane."

Event description:
"Screw was missing on chair that you adjust the back cane."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9sl, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1056953 (rev. P) nov-10, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Initialpr #(B)(4) issued MFR report #9616091-2012-00307 with the model # and serial # transposed. The model number is 9sl and the serial number is (B)(4). (B)(4) no RMA has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1056953 (rev. P) nov-10 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.